Event description:
A endeavor drug-eluting stent was implanted at the distal rca, as treatment of the target lesion. One endeavor drug-eluting stent was implanted at the distal rca (abutting), as treatment of complication/dissection/bailout (after stent implantation, to cover target lesion). Investigator did not indicate if dissection event was related to a medtronic device. At 30 day follow up, pt displayed stable angina. A ptca revascularization of the proximal lad (non-target vessel) was carried out approximately 7 weeks following index procedure. One endeavor rx drug-eluting stent was implanted. Pt was asymptomatic / free of symptoms at 6 month follow up. At 11 month follow up, pt displayed silent ischemia. CABG surgery of the proximal lad (non-target vessel) was carried out approximately 1 year following index procedure.

Manufacturer narrative:
Eval results: dissection. Other (secondary intervention, additional stent implanted, abutting).